Manufacturer narrative:
Manufacturer regulatory report: 3003775186-2024-00313. Csi ID: (B)(4).

Event description:
The treated area was an 85% stenosed, heavily calcified distal to proximal left anterior descending (lad). Following the placement of an impella, the scoreflex balloon was advanced with the aid of a non-abbott guiding catheter. The scoreflex balloon was inflated twice to nominal pressure. Angiographic imaging was taken, and a perforation was observed. The exact location of the perforation in the lad could not be determined. The patient coded, and cardiopulmonary resuscitation (CPR) was performed, intubation and medication were administered. The patient stabilized, and three covered stents were placed to treat the perforation. The patient was transferred to intensive care unit (ICU) for further observation. It was the physician's opinion the patient's heavy calcification caused the perforation; the calcium caused injury to the patient when the scoreflex balloon was inflated. Additional information received on 8/20/2024, the patient expired on (B)(6) 2024. In the opinion of the physician, although the perforation was the cause of death, the patient had highly calcified lesions. The rupture would have been caused by anything used to break that calcium. There was no allegation of deficiency or malfunction against the scoreflex balloon.